Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. During transseptal (tsp) crossing, a non-boston scientific tsp needle was used. The tsp needle dropped out of the fossa and subsequently grabbed tissue in the right atrium, leading to a slow leak into the pericardial space. Fluid was first noted in the transverse sinus and then in the left atrium, right atrium, and left ventricle. The patient was stable, leading the physician to move forward with the procedure. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used and successfully implanted. Following device deployment, an effusion sweep was performed which noted the pe to remain static. In recovery, approximate 45 minutes later, the patient became hypotensive. A pericardiocentesis and bulb placement were performed. The patient is doing well and has been discharged.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. During transseptal (tsp) crossing, a non-boston scientific tsp needle was used. The tsp needle dropped out of the fossa and subsequently grabbed tissue in the right atrium, leading to a slow leak into the pericardial space. Fluid was first noted in the transverse sinus and then in the left atrium, right atrium, and left ventricle. The patient was stable, leading the physician to move forward with the procedure. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used and successfully implanted. Following device deployment, an effusion sweep was performed which noted the pe to remain static. In recovery, approximate 45 minutes later, the patient became hypotensive. A pericardiocentesis and bulb placement were performed. The patient is doing well and has been discharged.